Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent catheter tunneling using the tunneler device, during which the white part of the catheter reportedly broke off and remained in the subcutaneous tunnel. The device was difficult to extract, resulting in loss of time. The patient experienced pain, anxiety, discomfort, and delay. There was no reported patient injury.